Event description:
Pt was implanted with charite in 2006. Immediate ap and lateral views showed ideal placement or the implant. Pt was up walking the same day and was released two days post-op. On the fourth day the pt was brought back by ambulance. Her l4 endoplate had fractured medial from the top of l4 to the bottom l4. Surgeon removed the l4 vb and noted that the bone was soft. Pt was fused from l3-l5. Rep stated that the surgeon does not consider this to have been a device related malfunction.